Event description:
According to the available information the device was explanted and replaced as the connection came apart.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced as the connection came apart.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. The damage was noted on the connector. The surfaces appear to be rough and irregular, indicating stress was exerted based on examination of the returned component, it was concluded that the rough and irregular surfaces on the connector indicate that sufficient stress was exerted to damage the site during the connection of the pump and reservoir. A failure of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.